Manufacturer narrative:
Correction: annex b: b21; annex c: c21; annex d: d16. Annex b: b01; annex c: c07; annex d: d02. Investigation summary: field technician stated issue of device will not power off was not confirmed. Unit passed asm keypad test and the corresponding keys for turning the unit on and off operated as expected. No error codes pertaining to the keypad were found in the error log. No fault found. On 06-nov-2024, pcu device was received unboxed and with paperwork. External investigation showed the front case has a dent on the lower right corner. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace front case. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device will not power off. There was no patient involvement.

Event description:
It was reported that the device will not power off. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex c: c07, annex d: d02. Additional information: annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of device will not power off was not confirmed. Unit passed asm keypad test and the corresponding keys for turning the unit on and off operated as expected. No error codes pertaining to the keypad were found in the error log. No fault found. On 06-nov-2024, pcu device was received unboxed and with paperwork. External investigation showed the front case has a dent on the lower right corner. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace front case. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device will not power off. There was no patient involvement.